Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm was unable to reproduce the issue. The iabp was checked using a calibrated pressure meter and it was confirmed the iabp was in compliance with factory specifications. The iabp unit was cleared for clinical use and released to the customer. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during a preventive check, the cardiosave intra-aortic balloon pump (iabp) had a pressure reading check message. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4,g7, h2, h6 (evaluation method codes), h10, h11 corrected fields: b3, d1.

Event description:
It was reported that during a preventive check, the cardiosave intra-aortic balloon pump (iabp) had a pressure reading check message. There was no patient involvement, and no adverse event reported.